Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced cannula issue on (B)(6) 2026. The infusion set cannula was bent and the patient experienced pain. No further information is available.